Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the left ventricular (lv) lead dislodged and pulled back out of the vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.